Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during ICD change out, externalized conductors were observed via fluoroscopy. Lead revision is planned.